Event description:
It was reported that the low level connector of the cardiosave intra-aortic balloon pump (iabp) was loose, and was not working. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had performed the repairs has clarified that the first new front end board he attempted to replace got damaged, and for that reason another new front end board was used.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found that the connection pins were broken away from the front end board. The fse attempted to replace the board and found that there was a pin on the board connection that was broken. To fix the issue, the fse replaced the front end board and completed all calibrations. The safety disk was also replaced due to cycle schedule. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the low level connector of the cardiosave intra-aortic balloon pump (iabp) was loose, and was not working. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.